Event description:
It was reported that this right ventricular (rv) lead had a possible erosion and infection issue. Reportedly, the boston scientific technical services (ts) discussed about the lead advisory and then referred the caller to the clinic for further information. No additional adverse patient effects were reported. The rv lead remains implanted.